Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the integrated multi-sensor technology (imt) data was unstable. The cse performed advanced cleaning and replaced the imt sensor. The potential cause of the discordant na results on two patient samples was due to imt sensor malfunction. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00236 was filed for the same event.

Event description:
Discordant sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument (s/n: (B)(4)). The sample was initially run on an alternate dimension vista instrument (s/n: (B)(4)), resulting lower. Both samples were repeated on the dimension vista instrument (s/n: (B)(4)), resulting higher. Sample ID (B)(6) was also repeated on the alternate dimension vista instrument (s/n: (B)(4)), resulting higher. The correct results are unknown. It is unknown if the initial and/or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant na results.